Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the cartridge was being filled with insulin (approximately 60 to 100 units), the cartridge "burst" and insulin began leaking out of the bottom. There was no impact to the customer's blood glucose level. A new cartridge was successfully loaded.